Event description:
It was reported that a el314 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument jaw broke off and fell into the pt. The broken part was retrieved from the pt.